Event description:
Pt reported that back to back tests performed on the surestep meter (within 10 minutes of each other) using different finger sticks were 98 and 138 mg/dl (34% difference). No symptoms were reported. Pt did not have supplies needed to do control test. Lfs representative reviewed qc procedures and disscussed meter/lab comparisons. There was no allegation of harm.